Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer reseated the fiber cable connections and performed 2 hard power cycles on the surgeon side console (ssc) breaker. The system restarted each time and the high resolution stereo viewer (hrsv) screen was blank in the left eye. The fse replaced the hrsv to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The hrsv was analyzed, and the reported failure was confirmed. The hrsv monitor was installed on the left side of the printed circuit assembly (pca) test system. Upon power up, the system booted up with no issues, except the left eye hrsv monitor was dead. No images were being shown on the left eye of the ssc. The complaint was confirmed based on the failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye was out in surgeon side console (ssc) 1. The customer was not able to power cycle the system at the time of the call. The customer stated there was a case to follow and would attempt to power cycle the system in between procedures. It was noted that ssc 2 had a good image quality in both channels and the surgeon moved to that ssc to continue with the operation. The procedure was converted to another da vinci surgical system with no reported injury.